Event description:
It was reported that a nephromax nephrostomy balloon catheter device was used during a percutaneous nephrolithotomy procedure. During the procedure, the balloon did not inflate and found that it had a pinhole. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
(B)(6). Block h6: device code a041001 captures the reportable event of balloon pinhole.